Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the iol looked correct in the cartridge, but the handpiece did not connect correctly to the lens. There was a mark across the lens when it was implanted. The iol was removed and replaced with a backup lens. There was some corneal edema on postoperative day one.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of introducer did not connect correctly to iol; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. Additional information provided in h.3., h.6. And h.10. The manufacturer internal reference number is: (B)(4).